Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the device was implanted. The ventricle in the patient¿s brain became enlarged. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged therefore; the cam position/pressure could not be determined. Upon further investigation it was determined that no other damage was noted. A review of the device history records at the time of distribution did not reveal any non conformances. It is not possible to determine the root cause for the problem reported by the customer. However, enhancements were introduced to stator stamping tool in the 2004/2005 time frame to minimize this type of dislodgement. It was also noted that this device was manufactured prior to the enhancements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.